Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had high blood glucose of 600 mg/dl due to bent cannula. Customer also reported that reservoir could not detach from vial due to being too tight and as a result, it broke. Customer was educated on factors that can cause cannula to bend. Customer declined troubleshooting for high blood glucose.